Event description:
The customer reported after chest image was taken the monitor became to black and displayed error message that says that unexpected error was occurred and restart the system. After restarting the system, this exam was under suspension and the chest image was disappeared. Pt had to be image retaken, it is resulting in excessive radiation exposure.

Manufacturer narrative:
(B)(4): after investigation of this event, we found this event was caused by software problem. When tech took static image after fluoroscopy, though application tried to save fluoroscopy parameter, it specified the value which was initialized to null and caused to exceptional response. This problem will be solved to install ccs rf version 2.02 or above. (B)(4).